Event description:
It was reported that during a percutaneous transluminal angioplasty a balloon rupture occurred. The 99% stenosed target lesion was located in a calcified and moderately tortuous vessel in the back of the knee. The 1.5x20mm x 143cm coyote es mr balloon was inflated once and ruptured at 4 atms. The procedure was completed with another device. No patient complications were reported and the patient condition is good.

Event description:
It was reported that during a percutaneous transluminal angioplasty a balloon rupture occurred. The 99% stenosed target lesion was located in a calcified and moderately tortuous vessel in the back of the knee. The 1.5x20mm x 143cm coyote es mr balloon was inflated once and ruptured at 4 atms. The procedure was completed with another device. No patient complications were reported and the patient condition is good.

Manufacturer narrative:
Device evaluated by manufacturer: magnified inspection of the returned device revealed a pinhole in the balloon wall aligned with the markerband. There was no other damage. The balloon presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Manufacturer narrative:
(B)(4).